Manufacturer narrative:
The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause traced to intentional off-label, unapproved or contraindicated use". This was selected based on the field report of the device being used incorrectly intentionally. These issues are covered in the applicable instruction for use (IFU) document.

Event description:
It was reported that the health care professional (hcp) requested assistance in programming this pacemaker system to magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed that the system is MRI-conditional and programmed the protection mode. The hcp was aware that this right ventricular (rv) lead had high out of range pacing impedance measurements and proceeded with the MRI scan. No adverse patient effects were reported. This rv lead remains in service. Additional information was provided that a revision procedure was performed where this rv lead was surgically abandoned, and a new implantable lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that the health care professional (hcp) requested assistance in programming this pacemaker system to magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed that the system is MRI-conditional and programmed the protection mode. The hcp was aware that this right ventricular (rv) lead had high out of range pacing impedance measurements and proceeded with the MRI scan. No adverse patient effects were reported. This rv lead remains in service.